Manufacturer narrative:
Additional information was received and the section h11 should be updated as, the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles in device. There was no report of medical intervention. There was no report of serious or permanent harm or injury. Device was returned for evaluation. But the device evaluation was not yet completed. The manufacturer is submitting an updated report at this time. After completion of device evaluation, a follow-up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles in device. There was no report of medical intervention. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.